Event description:
It was reported that the bd y ext w/vlv ports & 2 sld clp, 7 day had flow issues - fluid blockage. The following information was provided by the initial reporter: smartsite bi extension- fluid is not passing while it is connected with IV line, without smartsite fluid is running smoothly.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Additional information received from customer: please confirm how the fault was identified?= during infusion. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston= no. Please confirm what substance was being infused during the time of the event? = normal saline. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion?= during infusion. Please confirm how long the product has been in use for in total when the issue was identified?= 5 to 6 hours. Please confirm if the component was accessed with a needle then reused?= no.

Manufacturer narrative:
Investigation results: one 20019e7d sample was received without packaging for investigation. The sample had some clear residual fluid throughout and no connecting products were received. The customer reported that the "fluid is not passing when connected with IV line". Further information provided by the customer indicates that the occlusion was observed after approximately 5-6 hours of infusion. The returned sample was subjected to functional testing by priming the set using a 50ml bd plastipak syringe from bd stock; no occlusion or flow restriction was observed during this testing. Furthermore a closer inspection of both smartsites identified that they were fully activated. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22095839 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that reports of this nature against the 20019e7d product are rare and have been occurring at a low frequency within the last 12 months.